Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episodes as a result of a medical procedure. The device remains in service. No adverse patient effects were reported.